Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in order to resect the bronchi during a lobectomy, the surgeon switched the handle to firing mode and pressed the green button but device was not able to fire. They replaced the handle and reload and it was able to fire without problems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.